Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 530 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer did not perform a high pressure test but was advised that they needed a longer cannula. The customer was sent new infusion sets to try.